Event description:
Customer reported that their pump screen was dark and would not turn on. As a result, their blood glucose level exceeded normal limits, displaying as "high," but no specific value was provided. Customer administered a corrective injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support instructed the customer through various troubleshooting steps, but the pump screen remained unresponsive. A red led was blinking around the button, and the pump was not vibrating as expected. Ultimately, technical support decided to replace the pump, and the customer declined interest in an out-of-warranty loaner pump, continuing to use mdi to ensure insulin delivery.